Manufacturer narrative:
Olympus medical systems corp. (Omsc) investigated the device and could confirm the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During the reprocessing, the user found the device mh-575 (a forceps sheath for thoracoscope) had a circumferential crack near the rotation knob. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.